Manufacturer narrative:
Received only catheter. The reported event was confirmed as cause unknown. The catheter was visually evaluated and a pinched was noted on the inflation lumen as well as an external dent mark at the location of pinch. The lumen appeared to have been clamped off. Per functional testing, during an attempt to inflate the balloon, the inflation funnel inflated instead. The balloon was then deflated and inflated using the quick fill technique and achieved the same result. The pinch was manipulated and after a few seconds, no pinch was observed. The balloon was then re-inflated and deflated the with 10cc of water and the balloon inflated and deflated without difficulty. Dimensional evaluation(for reference only): eye snip length 3/32¿ eye snip width 1/32¿ eye snip distance from distal cuff 8/32" eye snip distance from proximal cuff 9/32" rubberize thickness 10 thou reinforcement 182 thou inflation funnel thickness 57 thou balloon thickness (average) 24 thou inflation lumen coverage 9 thou the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex." (B)(4).

Event description:
It was reported that there was difficulty inflating the balloon during a pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was difficulty inflating the balloon during a pretest.